Event description:
The pt reported surgery to secure a drug pump that was "prone to flipping". The pump had previously been repositioned so that it was "not against the rib cage". The drug contained in the pump was morphine. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.